Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive twice for 38 colony forming units (cfus) of klebsiella oxytoca and coagulase-negative staphylococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: kocuria kristinae. Sampling date: on (B)(6) 2024. Sampling from: distal channel. Cfu: 9 cfu. Bacterial identification: moraxella osloensis/micrococcus luteus/lylae. Sampling date: on (B)(6) 2025. Sampling from: operation channel. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to inform an additional 3rd party hmi results that was not included in the initial MDR submitted. Correction- 3rd party results dated (B)(6) 2025 (3rd hmi results after culture) was inadvertently not included on the report. Below is the olympus 3rd party hmi results dated (B)(6) 2025- results conform with the target specification of less than <5 cfu/endoscope. Olympus provided the following result of the culture test, performed at the third-party labs: the results reported the endoscope device channel (all channels) resulted in 1 cfu/endoscope. Sampling date: (B)(6) 2025 sampling from: all channels cfu: 1 cfu bacterial identification: kocuria rhizophila. Olympus was able to confirm the customer failure: "2nd microbiological test is positive". As per investigation notes, after the replacement of contaminated components, the device was tested negative, device tested and passed required specifications. Based on the results of the investigation, the results obtained comply with the target level and results are conform to the olympus france subsidiary for hygiene microbiological investigation (hmi) recommendation. Olympus will continue to monitor field performance for this device.